Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) two osseotite® implants 3.75 x 13mm (oss313) were returned for investigation attached to removal tools. Visual inspection of the returned product identified wear and debris about the implant threads. The implant is noted to be fractured laterally at the collar. The reported product was used for approximately 11 years prior to fracture. The customer has returned images of the product fractured collar. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant broke. The doctor had to retrieved the broken off apical fragments. The reported complaint is confirmed following inspection of the returned product. A definitive root cause for this complaint could not be determined.

Event description:
It was reported that the implant fractured. The fractured implant was subsequently extracted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fractured. The fractured implant was removed.